Event description:
The pt alleged the hi/low dropped which resulted in back pain for the pt. Nurses were working with the pt and used the trend function and the bed dropped suddenly. X-rays and came back negative.

Manufacturer narrative:
The tech inspected the bed and tested all operations multiple times and could not duplicate the malfunction.